Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient wasn¿t feeling well and was vomiting black bile coincident with peritoneal dialysis therapy. The patient ended up being hospitalized due to vomiting black bile. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler with no issues, upon hospital discharge. The cause or source of vomiting black bile was unknown.

Manufacturer narrative:
Correction: outcomes attributed to adverse event. Additional information: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is a possible temporal relationship between continuous cycling peritoneal dialysis (ccpd and the patient¿s adverse event(s), which warranted hospitalization. Based on the information available, the etiology for the patient¿s nausea and vomiting is unknown, therefore causality cannot fully be determined. However according to the records, the likely cause of the nausea and vomiting is gastroparesis. The etiology for the patient¿s atrial fibrillation is also unknown, therefore causality cannot be determined. However it is known that esrd patients have significantly higher risk for developing atrial fibrillation. There is no reported allegation or objective evidence that indicates a liberty select cycler malfunction that may have been a possible causal factor in the patient¿s pneumonia. Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The device met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
The patient presented to the emergency room (ER) on (B)(6) 2018 after experiencing nausea and vomiting (blackish/green color). During the hospitalization, an electrocardiogram (EKG) was obtained and showed that the patient was in atrial fibrillation (af) with rapid ventricular response. The patient was started on intravenous (IV) cardizem and heparin (dosage unknown). A transthoracic echocardiography was obtained, the results of which offered no clear explanation for the af. A computed tomography (CT) scan of the pelvis showed a low grade pericardial effusion (asymptomatic), however offered no rational for the nausea and/or vomiting. The results of an upper endoscopy showed no abnormalities. The nausea and vomiting is likely related to gastroparesis. The patient was eventually removed from IV heparin and IV cardizem (timeline unknown), and was transitioned to coumadin and oral cardizem. The patient¿s urine analysis (results unknown) showed evidence of pyuria, and the patient was treated with an antibiotic (drug, dosage, duration, frequency and route unknown). Continuous cycling peritoneal dialysis (ccpd) therapy was performed throughout the hospitalization without issue.